Event description:
During a ptca procedure of the intraventricular artery, the wire fractured. Upon removal it was noted that the wire was fractured 1 cm from the tip and it appeared to be "frayed". Additional information has been requested. No patient injuries or complications were reported.